Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and procedure completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the pc's was getting power, but the hard drives were not. The fse replaced the pc. After replacement of the pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the computers on the allura xper fd20/15 system required replacement. It was later confirmed that the pc's would power on, but that the hard drives would not. No lights were on the hdd. The pc power button was reset to turn the power on the hdd. The system was in clinical use at the time of the event. As a result of the system issues, the patient had to be moved to another room. No further harm was reported. Philips has started an investigation of the complaint.